Manufacturer narrative:
(B)(4). Lot unknown. Device code. The following additional information was received: the device was closed away in the sharps bin and not available for retrieval. There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a detached needle from suture could be observed and no suture breakage. However no conclusion could be reach as the sample was not returned for analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event, did the suture thread break? Or needle pulled off from the suture thread? Correct product code (reported batch number d7h1854x), lot number. How was case completed? Adverse patient consequences and medical/surgical intervention provided to manage them. Is the product available and be returned for evaluation?

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2018 and suture was used. During the procedure, the needle broke off the wire. It is unknown how the case was completed. There were no adverse patient consequences reported. Additional information has been requested.